Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site (B)(4). From november 2012 until 2014 complaints related to these products were handled by (B)(4). From 2014 and going forward complaints related to these products are to be handled by (B)(4). This appears to be a "malfunction" type of event not because there was an actual technical malfunction of the device (we found no evidence of it), but since the information received could be interpreted as the device not having performed as intended. When reviewing similar reportable events for spirit select beds, we have been able to find couple similar complaints, however there is no trend observed for reportable complaints with this failure for spirit select beds. Based on the information collected to date, provided problem description and inspection of the device, we have not been able to confirm the alleged malfunction. In accordance to the information received from the facility it is possible that the exit alarm was not turned on and that could explain why the exit alarm did not sound when patient left the bed. After the event occurrence, the bed remained at the facility. Please note that in the user manual for spirit select ( # 1-70-001 rev. L), the user is informed about the functionality, setting and usage of the exit alarm: -the enhanced footboard staff control on the spirit select¿ is equipped with an integral bed exit feature to help monitor and report patient activity with audible and/or nurse/priority call alarms. This feature is not intended to replace patient monitoring by staff. - when a patient attempts to exit or does exit the bed (depending upon the zone level selected), the bed exit alarm will be triggered. In summary, upon the conducted investigation we concluded that the device did not fail to meet its specification, however was being used at the time of the event and therefore played role in the incident. We have decided to report this in the abundance of caution based on the provided information that the patient fell from the bed. Given the circumstances and the fact that there is no trend observed, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On (B)(6) 2013 arjohuntleigh has been informed that alarm did not sound when patient fell out of bed. Arjohuntleigh regulatory representative spoke with the nurse who reported that the patient was not injured. The patient had crawled over the side rail. Nurse stated that she did not think that the bed alarm was on. Unit remained with the customer. The patient was reported as doing well.